Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during trialing of a shoulder procedure, the trial stem broke off at the threaded junction. Doctor noted that the patient¿s bone was hard, and the breakage occurred on the definitive size. Breakage resulted in a 1 hour delay of the procedure. Additional patient bone had to be removed to accommodate removing the trial stem with a vice grip.

Manufacturer narrative:
Integra has completed their internal investigation on march 31, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the humeral stem trial is attached to the stem trial handle and inserted into the intramedullary canal of the humerus. Fit is achieved through impaction. The humeral stem trial showed breakage occurred at the threaded junction of its base. No manufacturing defects were found and no intrinsic surface flaws were identified from visual inspection. DHR review; the manufacturing records have been reviewed. No anomalies or nonconformance's were identified that could have cause or contributed to the reported complaint. Complaints history; a review of complaint records during the last 2 years found 9 humeral stem trial complaints reported for breakage. During that period of time, there have been approximately 2577 tss surgeries reported. This represents a complaint rate of 0.35% (9/2577) as some of the reported events were associated with a serious severity level, this indicates an adverse trend. Conclusion: root causes identified from previous incidents may be from the use of the device and techniques, such as mallet selection used for impaction or material/heat treatment combination. Patient physiology, such as dense or hard bone may also have contributed to the breakage in the device.